Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within the product specifications. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level was 25 mmol/l (450 mg/dl) and his nurse advised him to bolus 8 units of insulin and change the infusion device's accessories. The patient did as he was instructed and one hour later his blood glucose level was 29 mmol/l (522 mg/dl). The patient and his nurse think the infusion device was not delivering enough insulin. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.